Event description:
It was reported that the customer had an unspecified cartridge issue. Customer's blood glucose was 500 mg/dl. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.